Event description:
It was reported that while the patient was in the intensive care unit (ICU) recovering from a coronary artery bypass grafting (CABG) procedure, this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) in several episodes and an inappropriate shock in a single episode. Review of the stored episode noted the device exhibited intermittent undersensing of atrial fibrillation (af), which, caused v greater than a to be met and resulted in the therapy delivery. Atrial sensitivity was increased to prevent further undersensing. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.